Event description:
A caller reported experiencing alarm 2 followed by alarm 26 due to an occlusion issue. There was no adverse impact to the customer's blood glucose level. In response, technical support guided the caller through several troubleshooting steps, including disconnecting the tubing, delivering a bolus, and inspecting the cartridge for damage or debris. Ultimately, the customer filled and loaded a new cartridge, changed supplies as necessary, and resumed insulin therapy.